Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device issue was unknown. Per sample evaluation, there was inaccurate flow rate on the arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, the reported issue could not be duplicated during evaluation. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labelling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device issue was unknown. Per sample evaluation, there was inaccurate flow rate on the arctic sun device.